Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 20 mg/ml at a dose of 10 mg/day and bupivacaine 20 mg/ml at 0.96 mg/day via an implantable pump for spinal pain. It was reported that the pump was sitting on end and was irritating the patient. The orientation of the pump was irritating. Environmental/external/patient factors that may have led or contributed to the issue included twiddler¿s syndrome and a loose pocket. The hcp performed a pocket revision, and upon opening the pocket, the proximal catheter was coiled up like a telephone cord. The pump was flipping, so the catheter was coiled. The hcp cut the coiled catheter and spliced in a new pump segment. Cerebrospinal fluid (csf) flow was easily obtained. It was noted that during the catheter revision, the collet fell off of the connector they were going to use. Once technical service assured the manufacturing representative that the connector could still be used, the hcp used that connector, and everything seemed to connect solidly. The cause of the collet falling off of the connector was attributed to difficulty threading the catheter into the connector piece. After fiddling with the connector, the collet fell off. The medication dosage was drastically reduced. The patient was previously on 10 mg/day of morphine and was reduced to 0.96 mg/day after the revision. The issue was resolved. The patient¿s status was alive ¿ no injury. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. The patient had morphine and bupivacaine in the pump and they switched it to fentanyl because they were "all of a sudden" allergic to morphine and bupivacaine. This occurred 2-3 weeks prior. That was when they had moved the pump because it was too low and kept flipping. When they went in they "discovered it had been all coiled up, pinched, and leaking. The pump was repositioned on (B)(6) 2017 and tied down in 4 places.